Event description:
The customer reported that their telemetry system was no longer working across multiple floors. The device was reported to be in use, but no adverse event to patient or user was reported.